Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, mildly tortuous and 90% stenosed anatomy resulted in the reported difficult to advance. During deployment interaction with the anatomy resulted in the reported stent stretching and the reported difficult or delayed positioning (difficult to see the end of the stent). Interaction with the anatomy and/or the introducer sheath during removal resulted in the reported tip separation and the reported activation/deployment failure (stent and nose cone removed with sheath). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed lesion in the superficial femoral artery (sfa). The 5.5x150mm supera self-expanding stent system (sess) was advanced to the lesion and during deployment, it was believed that the stent became caught in the anatomy and was elongating, making it difficult to see the end of the stent. It was thought that the stent was fully deployed (released) at the target lesion, however, when the delivery system was removed, the tip of the sheath (nose cone) broke off. When the sheath was pulled out of the anatomy, the supera stent and the nose cone were removed with it. There was no adverse patient effect and no clinically significant delay in the procedure. Another sheath was inserted, and an absolute pro self-expanding stent (sess) was implanted to successfully complete the procedure. No additional information was provided.